Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device charged, the sync indicator was present on the screen, however the device failed to discharge on several attempts. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device log. However, the device was put through extensive testing including full functional testing and sync testing without duplicating the report. An internal inspection found no discrepancies. The front enclosure was replaced as a pre-caution. The device was recertified and returned to the customer. No accessories were returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.